Event description:
The customer received a control result of 346mg/dl on the contour next link. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. Customer was asked to return the test strips for evaluation. New meter, strips and control were sent to the customer.